Event description:
Procedure type: colon resection. According to the reporter: approx 2-3 weeks post op, pt returned after a colon resection. There was a leak at the corner of the anastomosis. Leak was found at re-op. Pt returned. Additional re-op time of 2 hours. Unanticipated tissue loss occurred. Additional incision due to re-op. No blood loss. No other info available at this time.

Manufacturer narrative:
(B)(4).